Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is probable that the ccd failed due to the non-standard current flowing through the cable of the other company used by the customer. The cable was of a different voltage than the original one. As stated on the IFU (instruction for use), the user manual states: do not improperly repair or modify. Never disassemble or modify by anyone other than those approved by olympus. In addition, disassembling, modifying or repairing the product may result in injury to the human body or damage to the equipment, and the function cannot be ensured. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found no image due to faulty ccd (charge coupled device) unit. In addition, the device was observed to be equipped with a non ¿olympus cable. Based on evaluation findings the reported issue was confirmed. The failure found was due to faulty ccd unit causing no image. Additionally, unit was found with non-olympus cable device. If additional information becomes available this report will be supplemented accordingly investigations.

Event description:
During preparation for use the device was found with no image. The camera when plugged in would not get an image. There was no patient involvement, no user injury reported.